Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and closure separation was observed; one of the images shows a tube with its stopper stuck inside and the shield separated from the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, closure separation between the cap and the rubber stopper of three tubes occurred while on the analyzer. This resulted in damage to the probe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, closure separation between the cap and the rubber stopper of three tubes occurred while on the analyzer. This resulted in damage to the probe. No adverse impact was reported regarding the patient or user.